Manufacturer narrative:
The pod was received with the soft cannula deployed. Corrosion was observed on the linkage assembly and the mechanism spring. Inspection of the fluid path found a tear in the unexposed portion of the soft cannula that resulted in fluid leaking into the device, causing the corrosion observed. The download data from the received device does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No drive stalls occurred, and no hazard alarms were generated during pod operation. Inspection of the patient history buffer (phb) data found that the automated glucose control (agc) algorithm was able to appropriately adapt to changes to estimated glucose values (egvs) and user inputs. The investigation could confirm that the soft cannula internal damage contributed to the reported event. *please note, that section d is capturing the device identifiers as reported by the complainant.   This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone phone_control_ios cloud - omnipod 5 software app version 1.1.5 cloud - smartphone operating system 18.1 cloud - smartphone hardware iphone15.2 cloud - cgm sensor type.

Event description:
It was reported the patient's blood glucose level rose to 330 mg/dl while wearing the pod between 4 and 24 hours. Treatment information was not provided. The device was originally reported for not sure the pod was delivering insulin.